Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: lot number updated. G4: date updated. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6: codes updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # sd319.002, synthes lot # 7819728, supplier lot # na, release to warehouse date: 25 feb 2015, manufactured by synthes brandywine, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws-70mm (part # sd319.002/ lot # 7819728) was received at us customer quality. The tip of the device has completely broken off the body of the device, no fragment was returned. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; tip of the device has broken off. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) [top-level assembly]. [Handle assembly]. Conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws-70mm. Although no definitive root-cause can be determined, it¿s possible the device experienced unintended forces which lead to the breakage. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the end of the depth gauge was noticed to have broken off. The issue was discovered by the sterile processing department (spd) staff. There were no patient and surgical involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).